Event description:
It was reported that this pacemaker exhibited an inappropriate mode switch due to far-field oversensing. No changes were made and the pacemaker remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.